Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Manufacturer narrative:
Insulin pump received with intermittent up button response due to corroded keypad trace. No ramping numbers on their own or scrolling bar moving anomaly noted. Insulin pump was received with minor scratches on display window, cracked case at display window corners, cracked reservoir tube lip and scratched reservoir tube window.

Event description:
The customer reported that the buttons on her insulin pump were not working properly as there was a lag in the keys, one button was not working at all, and the up and down arrows would cause the numbers to continue changing. She was advised to discontinue use of the pump and revert to a back-up plan. The customer's blood glucose level was 196 mg/dl. Nothing further was reported.